Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients device does not help with the pain. The ipg was protruding from the skin and is causing discomfort. The patient is in worsened pain and is taking a steroid pack.